Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2017-08683. It was reported that the main section of the lad shut down. The target lesion was located in the mid section of the left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a rotawire were selected for use. During procedure, while the burr catheter was advanced to the target lesion, the main section of the lad shut down. Both devices were removed from the patient's body and another of the same rotawire was advanced but was unsuccessful. The patient was taken to another facility for emergency cardiothoracic surgery.